Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. Note that one error 99 was found but was triggered in manuel test configuration and device kept on being used afterwards. The device was received at infusystem and its repair was performed by their technical team. Upon testing the reported event was reproduced and as per technical manual front housing was replaced and sent to brézins for further investigation. Nothing was observed during visual inspection. The keypad was cross-tested and touch control was checked without any functional or technical issue. However in service mode, during test 10, the "stop" button was not responsive. The reported event was reproduced. An internal inspection found trace of oxydation and contamination on the flex cable due to infiltration which probably damaged the keypboard matrix track and led to conductivity issue. Note : we strongly recommend users to follow the desinfecting and cleaning processes that are clearly indicated in the ifus. To our knowledge this complaint was not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
No response when the 'stop' button is pressed. In service mode when the 'test button' check is performed all the buttons respond except for the 'stop' button. (Defective keypad)